Event description:
A medtronic representative reported that while in a cranial procedure, there was alleged an inaccuracy of approximately 1-2cm. The axiem cranial synergy/tracer patient registration was successful. The surgeon continued with navigation, with knowledge of the inaccuracy to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Three of the fiducial markers on the back of the head seem to be compressed while patient was imaged. Additionally, there is only one fiducial marker placed on the left side of the head. In order to achieve optimal accuracy fiducial markers should not be compressed while scanning the patient and should be strategically positioned in order to provide information for the entire area of the head.